Event description:
Clinical study. Same case as MFR # 6000089-2007-00286, 00288. It was reported that 398 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 2.9x45mm, 95% stenosed lesion in the mid left circumflex (mid lcx) with predilation and placement of two taxus express2 drug eluting stents of size 2.75x28mm and 2.5x24mm. It also treated a 2.6x22mm, 95% stenosed lesion in the mid left anterior descending artery (mid lad) with placement of a taxus express2 2.75x32mm drug eluting stent. The patient was discharged 6 days later. Medications include heparin, aspirin, clopidogrel, ticlopdipine, and gp2b3a inhibitor. At 398 days after the index procedure, angiography was performed and showed 95% restenosis. The restenosed lesion location was not provided. The patient was asymptomatic. The restenosed lesion was treated with a 2.75x13mm non bsc stent. Medications include heparin, aspirin, 2b3i, and clopidigrel. There were no further clinical events. The patient was discharged the next day. It was noted the relationship to the taxus stent was possibly.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.